Event description:
See intial report.

Manufacturer narrative:
Through follow up, livanova learned this event is a duplicate of a previous event already reported under MFR report number 9611109-2023-00133. Any additional information will be provided in the follow up of MFR report number 9611109-2023-00133.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in italy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the 3t heater cooler displayed an error related to patient pump uses too much power (e21) during priming. There was no patient involvement.